Event description:
It was reported that the left ventricular (lv) lead was not placed because the blood vessel was thin. It was noted that there was lead migration. The lv lead was not used and a different lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.